Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. The product analysis lab received the returned complaint device on 01/13/2021. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of manufacturing documentation associated with this lot (96331357) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2020-00455. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the physician felt water leaking during the attempt to detach the coil using the trufill dcs syringe ii (635002 / 96331357). The physician replaced it with another trufill dcs syringe ii, and the procedure was successfully completed. There was no report of any patient adverse event or complications.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, the physician felt water leaking during the attempt to detach the coil using the trufill dcs syringe ii (635002 / 96331357). The physician replaced it with another trufill dcs syringe ii, and the procedure was successfully completed. There was no report of any patient adverse event or complications. On 13 january 2021, the product analysis lab received two trufill dcs syringe ii. The investigation for the second of the two returned devices is documented below. Investigation summary: the investigation was performed by the original equipment manufacturer (OEM). Two complaint devices were returned for evaluation. Visual inspection was performed upon the receipt of the complaint devices. Device 2: it was noted that the gauge needle of the device was in the zero position. The device exhibited crazing on the inflator housing, the lot identification that is externally stamped on the gauge housing by atrion¿s gauge supplier, is missing and is no longer visible on the device. There were no anomalies noted in the visual inspection. After the completion of the visual inspection. Functional testing was performed. The second device was connected to the pressure indicator, and plunger pulled to fill the device with distilled water for aspiration. The latch was engaged, and the plunger was rotated clockwise to pressurize the device. As the device was pressurized, no leaking was observed, but the gauge did not respond. After being pressurized for approximately 5 minutes, the gauge needle began moving slowly, but was still out of specification. Functional testing was discontinued, and a thorough evaluation was performed on the gauge. The gauge was un-torqued and removed from the complaint device. The filter of the gauge was then inspected under magnification. The filter exhibited corrosion. The crystallized substance which corrodes the gauge filter, blocks the flow of water, and prevents the gauge indicator from functioning when the inflator is pressurized. This condition is found when certain liquid compounds are left inside the filter and evaporate over time leaving mineral deposits that lead to clogging or blocking of the filter, and ultimately lead to a loss of functionality of the gauge; which is indicative of multiple uses of the device. Since this complaint was not in regard to any issue with the gauge, further evaluation and testing was ceased. Investigation conclusion: current manufacturing controls include 100% automation testing for pressure leakage, pressure decay, vacuum decay, and gauge accuracy during manufacture using ultra high purity nitrogen gas before leaving the manufacturing facility. Devices that pass this test are marked by automation for identification. Devices that failed are not marked. The returned device was marked, indicating that it met manufacturing specifications when it left the facility. A review of the device history record (DHR) for the indicated lot: (96331357) revealed everything met the acceptance criteria. 25 devices are functionally tested with distilled water for gauge accuracy and pressure cycled. All 25 devices tested in lot: 96331357 passed the in-process testing. The devices that are functionally tested with water are all disposed of upon completion of testing. In addition, all devices are 100% automation tested with ultra-pure nitrogen for functional compliance during manufacture, which checks each device for proper gauge orientation, responsiveness, pressure accuracy (from vacuum to maximum gauge capacity), and device seal integrity. The complaint device exhibits the cts mark indicating 100% functionality at time of manufacturing. The returned device did not exhibit any leak as reported in the complaint. The returned device did however, exhibit filter corrosion, yellowing of hose, wear or removal of the lot identification is externally stamped on the gauge housings, and signs of crazing, all which are indicative of multiple uses of the device. Therefore, the issue reported in this complaint is not confirmed and there are no corrective actions required. Atrion¿s medical products are all validated for single-use application. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2020-00455 and 3008114965-2021-00027. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.